Event description:
Customer stated that the aviva meter has a burn mark on the inside of the display. Customer stated the mark was a black and blue splotch in the middle of the screen and looked like a burn mark. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.